Event description:
During review of internal programming history it appears that two faulted system diagnostic tests and a partial programming event took place on (B)(6) 2011. Prior to (B)(6) 2011, the device output current and magnet current were both programmed on. Following the faulted diagnostics, the normal mode and magnet mode currents were found to be 0 ma upon interrogation. It appears that the physician reprogrammed the normal mode current back on, but not the magnet current. At a later appointment on (B)(6) 2011, the magnet current was programmed back on. The site is aware of the event and at the time they were having issues with their programming wand and breaks in communication.

Manufacturer narrative:
Analysis of programming history confirmed event.